Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right ventricular (rv) lead broke after multiple attempts to deploy and retract the screw. The rv lead was not used and was replaced. The patient was in stable condition.